Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that he lost consciousness and was taken to the hosp by ambulance due to hypoglycemia. The customer's blood glucose reading at the time of the report was 139 mg/dl. Troubleshooting was performed and found that the customer's basal rates had been changed. At the time of the event the customer was receiving over 33 units of insulin per hour, which should have been the total amount of insulin delivered via basal for the entire day. The customer denied that he changed the basal rates. Nothing further was reported.